Event description:
Customer reported receiving an alarm during the manual prime and stated that they were unable to get out of the rewind sequence. The drive support cap was reported to be flush. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime test due to moisture damage on the force sensor. Moisture damage found on the motor and radio frequency board also. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.